Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported, that the patient's left breast had swelled several times. And left side device rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient's representative reported that the patient's left breast had swelled several times and reported left side device rupture. Later MRI was performed which showed ¿normal small folds of the implant are visualized with insignificant amount of liquid¿, ¿single cysts with size up to 8mm on the left¿ and ¿sclerosing fibroadenoma¿. MRI found that the left device was intact. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider later reported seroma.

Event description:
Patient's representative reported that the patient's left breast had swelled several times and left side device rupture was diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Crease / folding of implant: observed. Additional, changed, and/or corrected data: h.6.